Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostrate procedure, the fiber tip was burned and the fiber was observed to be forward-firing at 64,785 joules of use . The procedure was completed using a second fiber. Patient outcome: "no harm to patient."